Event description:
It was reported that during a sleeve gastrectomy procedure, there was air leaking from the trocars (3*12mm & 2*5mm) which caused a serious delay in the case. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.